Event description:
Premature battery depletion occurred. There was a potential current leakage with one contact setting which may have caused earlier d epletion. The physician programmed dual cathode with same contact configuration with high energy demand setting. The device was replaced. Additional information has been requested. (B)(4): no new information.

Manufacturer narrative:
Final device analysis of serial # (B)(4): revealed battery/normal end of life/telemetry and output okay.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v741239, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v741239, implanted: (B)(6) 2011, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.